Event description:
It was reported during a case that the device was overheating and leaked a dark fluid onto the patient. The procedure was completed successfully without a clinically significant delay. No adverse health consequences were associated with this event.